Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2017 with the following findings: on investigation the battery cap and battery compartment were intact and without damage. The battery cap fit securely to the pump. The pump powered on with functioning audio tone and vibration features; however, the display screen remained blank. Investigation did not duplicate the alleged ¿no power¿ complaint; the pump had power as evidenced by the functioning audio tone and vibration features. The pump was opened for further investigation and revealed moisture corrosion on the electrically erasable programmable read-only memory (eeprom). Eeprom failure was determined to be the cause of the blank display.